Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is recovering from the procedure with no problems. No patient symptoms or complications were reported.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) snap gauge (m-79527); in-house axium coil (model: nv-9-30-helix lot: a138006) as found condition: the instant detacher and unknown pusher segment were returned for analysis within a shipping box and within a resealable plastic pouch. Visual inspection/damage location details: during evaluation, a portion of the pusher was found to be extending out from the instant detacher cap with the release wire broken from the pusher. An attempt was made to pull the pusher segment out from the instant detacher; however, the pusher was found to be stuck. The instant detacher was taken apart to evaluate the components. The pusher portion that was within the cap (coupler tube) was found bent/kinked, preventing it from exiting the cap hole. A second pusher segment (actuator interface and portion of the coupler tube) was found stuck within the instant detacher pawl. The actuator interface was found kinked. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean, but damaged (chipped). The positive load indicator marker was found accordioned over the coupler tube. Testing/analysis: the outer diameter of the actuator interface could not be measured due to the damages. The inner diameter of the cap hole could not be measured due to the damages. An in-house coil was then used for detachment testing. The pusher coupler tube was pulled into the cap hole during detachment attempt, failing to detach the implant coil. The positive load indicator marker became accordioned over the coupler tube, similar to the found condition of the returned pusher segment. Conclusion: based on the device analysis, the customer report of ¿pusher stuck in instant detacher¿ was confirmed. The coupler tube was found to have been either pushed or pulled through the instant detacher cap hole. During normal use, the coupler tube would have been stopped at cap, allowing only the actuator interface through the hole. It is possible that the customer use force to insert the pusher through the instant detacher causing the coupler tube to enter the hole and became stuck within the actuator. It is also possible that the coupler tube became stuck on the actuator interface and the coupler tube was pulled into the hole along with the actuator interface during detachment attempt. In addition, the actuator interface and coupler tube were found bent/kinked within the cap, which would prevent the actuator interface from exiting the cap after detachment. The cause of the damage to the actuator interf ace could not be determined. The instant detacher cap was found chipped/damaged, likely caused due to the coupler tube becoming jammed within the cap. No other irregularities were found with instant detacher that would contribute towards the pusher stuck in instant detacher. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the coil was detached, the delivery wire got caught within ID-1-5 and could not be removed. There were no problems with the usage, and only the coils in question occurred. Subsequently, using another ID-1-5 resulted in the treatment being completed without any problems. After the coil was caught in the detacher and could not be removed, the wire that did not come out was recovered from the patient's body. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID ID-1-5 (lot: b722953); date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.